Event description:
It was reported that a transmitter battery issue occurred. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/ additional information. D4: serial no - correction/ additional information. D4: expiration date - additional information. H2: type of follow up - correction/ additional information. H4: device mfg date - additional information. H6: correction/ additional information.

Manufacturer narrative:
Cmpl-(B)(4)

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.